Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. Another ra lead was implanted to complete the procedure. Additional information has been requested but was not provided. Due diligence has been completed. No additional adverse patient effects were reported.